Manufacturer narrative:
Approximate age of device ¿ 3 years 4 months 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital with a separation of their silastic sleeve of the driveline. The separation was located near the distal end perc-lead connector. The patient reports rescue tape was applied to the area of separation when he was still being followed at duke. The patient underwent a successful clam sell repair on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through an onsite evaluation performed by a technical service representative. A clamshell repair was successfully performed 15jun2019 captured under wo# (B)(4). The work order notes a separation of the distal bend relief from the metal connector. There were no reported alarms and patient was asymptomatic. The patient remains ongoing on vad support with no further issues reported. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). No further information was provided. The manufacturer is closing the file on this event.